Event description:
It was reported that the patient¿s leads migrated down. The patient reportedly experienced stimulation in the wrong location as well as a loss of stimulation and a loss of therapeutic effect. X-rays and reprogramming was done, but it was unclear what the outcome of the troubleshooting was. The leads were consequently replaced. The patient was receiving therapeutic effect post-operatively.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v016824, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension; product ID 3487a-33, lot# v016470, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).